Manufacturer narrative:
(B)(4). Sample not returned and lot number unknown - no device history review (DHR) could be conducted.

Event description:
It was reported that the pulse oximetry sensor was displaying readings "too high for the patient's medical condition". The affected sensor was replaced with a new sensor of the same type and the displayed readings were reported to be a more accurate account of the patient's medical condition. No patient harm was reported. No report of serious injury or death is associated with this event.

Manufacturer narrative:
(B)(4). It is reported that no product is being returned for evaluation.